Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave oversensing was observed on egms via remote transmission. Programming changes were recommended and will be made when patient presents to the clinic. Patient is in stable condition.